Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the device noted damage in the tubing. Functional testing and underwater leak testing did not reveal any evidence of a leak. The cause of the damaged tubing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked due to a rupture in the pump section of the tubing. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.